Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was not been feeling well all week. It was stated that the customer went to the emergency room and his blood glucose was 250 by the time he arrived. It was stated that he was checked for ketones and no ketones was found. The nurse in the emergency gave him anti seizure medication because the customer has had episodes of seizures. The caller stated that the customer bolused for high blood glucose and it came down. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with depleted battery. The device passed all the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test.